Manufacturer narrative:
The needle on this product has a protective sheath that serves as a shield to prevent unintentional exposure to the needle prior to use. The labeling provided with the device instructs how to safely use the product and when to remove the needle shield. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a sub-q-set had an unknown number of incidents of needle sticks. The needle sticks occurred to the clinicians prior to patient use. The events did not require medical intervention and no subsequent adverse events were reported; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.